Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer was removed from the packaging and placed on the heart to begin surgery. The surgeon tried to lock the arm into place by tightening the knob; however, the arm remained limp and did not respond to the tightening efforts. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).